Manufacturer narrative:
It was not possible to match this event with any previously reported event. Concomitant product: product ID: neu_unknown_pump, product type: pump.

Event description:
Bonouvrie, l., becher, j., soudant, d., buizer, a., van ouwerkerk, w., vles, g., vermeulen, r.j. The effect of intrathecal baclofen treatment on activities of daily life in children and young adults with cerebral palsy and progressive neurological disorders. European journal of paediatric neurology. 2016. 1090:mar 3. Doi: 10.1016/j.ejpn.2016.02.013 summary: intrathecal baclofen (itb) treatment is applied in patients with spastic cerebral palsy (scp), dystonic cerebral palsy (dcp) and progressive neurological disease (pnd). Our aim was to investigate whether itb treatment has a different effect on activities of daily life (adl) in these groups. Reported events: one pump was explanted after nine years due to insufficient effect of itb treatment. Some of the patients reported an increase in scoliosis resulting in more discomfort.